Manufacturer narrative:
The device was received for evaluation. Evaluation included a visual assessment as well as functional testing. During evaluation the device had reduced audio level. A service history review revealed the device has been serviced within the last 12 months. The current issue does appear as a repeat service event. The direct cause of the current issue was serviced in the last return cycle. All required service actions were completed in the last service cycle. The cause was identified to be detached speaker on rear case which was replaced to correct the condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned spectrum infusion pump, the device had reduced audio level. No additional information is available.